Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the navio handpiece tracker array pn (B)(6), use in treatment, was not returned for evaluation. A visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirm, factors that may have contributed to the reported symptom may have been associated with mishandling. Per the navio surgical system user's manual ¿if, at any point during the procedure, you observe that the handpiece tracker array has become loose do not execute bone removal, tighten the tracker array to the handpiece and recalibrate the handpiece¿. This failure is an identified failure mode within the risk assessment. Per complaint details, there was a delay fewer than 30 minutes. No other complications were reported. No operative reports are available. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during femur cutting in a navio ukr procedure, the handpiece tracker array (case-(B)(4)) was loose from the handpiece (case-(B)(4)); thus, posterior femoral condyle was cut extra 3mm. The bone defect was filled with bone cement. There was a delay fewer than 30 minutes. No other complications were reported.